Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional cardiologist h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was unable to remove the destination slender during the right superficial femoral artery (sfa) angioplasty from radial access. The patient had radial artery spasm throughout the procedure, however overall insertion of the sheath went fine. When trying to remove the sheath the physician tried giving the patient oral nitro, along with applying an arm cuff, and a warm compress. The patient was transported to the operating room (or) for surgical removal of the sheath. The operation was successful. The blood loss was less than 250cc's. The event results did result in patient injury and medical/surgical intervention was needed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample is not available for assessment. The account provided a photo of the broken sheath inserted into the radial artery. The complaint can be confirmed for sheath separation based on the photo of the device provided by the account. Without a sample, the exact root cause cannot be determined. The likely root cause is the radial artery spasm increased resistance during withdraw and led to the sheath separation. Additionally, the dilator was not reinserted during withdraw which may have also caused the sheath separation. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 11jun2024: the involved device had to be surgically removed from the patient in the operating room (or). Additional information was received on 12jun2024: they were able to remove the entire sheath surgically without any further complication.